Event description:
It was reported that (B)(6) 2012, the patient was implanted a long term dialysis catheter via internal jugular vein. The surgery was successful. Three times one week hemodialysis in (B)(6) hospital (another hospital). (B)(6) 2012, the patient found the catheter out of body part longer than before when he was in hospital. (B)(6) 2012, x-chest confirm the catheter's tip far from the right position. The doctor has to extract the catheter. The cuff still in patient's body.

Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff/heat sleeve from the catheter. The detached heat sleeve/surecuff was not returned for evaluation. At this time the mechanism of damage is undetermined. A lot history review (lhr) of revh1266 showed no other similar product complaint(s) from this lot number.